Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported following an intraocular lens (iol) implant procedure, the patient was intolerance to lens. The lens was explanted and replaced with monofocal lens in a secondary procedure. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Correction: on initial MDR the patient code of e0839, e0116 were missed. It should have been submitted in the initial MDR. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a (serious injury). The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and it states that due to the residual astigmatism and patient intolerance, the patient experienced headaches and was not achieving good visual acuity. As a result, the lens was exchanged to monofocal iol was exchanged for the different lens model with same diopter power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol. There are two medical reports associated with this patient. This file belongs to right eye.